Event description:
As reported by the field clinical specialist, 3 years, 7 months following a transfemoral transcatheter tricuspid valve replacement procedure with a 29mm sapien 3 (s3) valve within an annuloplasty ring, due to moderate central regurgitation. The patient had initially received a 34mm tricuspid annuloplasty band in bjork followed by implantation of the 29mm sapien 3 valve. Following intracardiac echocardiography, moderate central regurgitation was noted in the 29mm s3. Due to this, physician decided to implant a sapien 3 ultra resilia valve.

Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, 3 years following a transfemoral transcatheter tricuspid valve replacement procedure with a 29mm sapien 3 valve within an annuloplasty ring, a frozen leaflet was discovered via transesophageal echocardiogram, per the medical record. 3 years and 7 months post-procedure, the valve had failed due to moderate central regurgitation, requiring a valve-in-valve reintervention. The patient had initially received a 34mm tricuspid annuloplasty band in bjork followed by implantation of the 29mm sapien 3 valve. Following ice, moderate central regurgitation was noted in the 29mm s3. Due to this, the physician decided to implant a sapien 3 ultra resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, and h2 have been updated. B5, b7, h6: component, device problem, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, leaflet motion restriction and central regurgitation were confirmed based on the information available to date. Due to unavailability of valve serial number, a review of the complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that implanting a thv in the tricuspid position using the sapien 3 (s3) with the commander delivery system (ds) is not indicated for use. Therefore, this was an off-label operation. Leaflet motion restriction which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, limited information was provided; therefore, a definitive root cause is unable to be determined at this time per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, the reported leaflet motion restriction could lead to suboptimal leaflet coaptation resulting in central regurgitation, as noted. As such, available information suggests that patient factors (leaflet motion restricted) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.